Event description:
While processing microwell plates on osp the customer reported that 18 out of 20 plates failed due to negative ods occurring randomly troughout the plate. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00432979.